Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the ventricular impedance increased from 545 ohms on (B)(6) 2013 to 4064 ohms on (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant of a pacing system, there was intermittent loss of ventricular capture. It was noted that the right ventricular lead impedance was high, however the lead positioning was the same as it was during implant and the set screw was clearly visible and in the appropriate position. Upon assessment, the ventricular lead was easily removed from the device header with minimal force. The pin was re-inserted and the torque wrench was used to tighten the set screw; appropriate feedback that the pin was secure was noted with a "click, click, click" however, again, the ventricular lead was easily removed from the device header. The lead was assessed via the analyzer, the pin was re-inserted into the device header, the torque wrench used appropriately,and the set screw positioning was confirmed - finally a gentle tug on the lead did not result in the pin escaping the device header. The device remains in use. No patient complications have been reported as a result of this event.